Event description:
It was reported that the patient presented into the operating room for a normal device change out. Externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Patient was asymptomatic. The lead was explanted and replaced. Patient condition is good.

Manufacturer narrative:
A partial lead with the distal tip measuring 50.0cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 9.0-11.8cm from the distal tip. The etfe coating was intact at this location.